Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the patient's shunt had been infected and part of the catheter detached from the shunt.